Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed no damage to the battery compartment or returned battery cap. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on normally with no alarms. Further testing was not able to be performed due to unresponsive keypad buttons. A leak test revealed a leak at the bolus button. The pump¿s cover was removed and moisture damage was observed to the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture in the keypad. The reporter denied that the yellow o-ring of the battery cap was visible while the cap was secured to the pump. The reporter denied damage to the pump and the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.